Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported stimulation was too strong, the patient was able to decrease stimulation. The patient noted the healthcare professional (hcp) directed her to change program every two weeks. Additional information from the patient reported she did not know when she first started experiencing strong stimulation. The patient noted the only time she had strong stimulation was when she laid on her left side at night. The patient noted in the day time it was working good. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.